Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, the physician was sweeping the duct when it was noticed on the fluoroscopy screen that the ro marker detached. The piece was left inside the patient to pass naturally. It was confirmed that no other device fragments detached. When the ro marker was noticed, the device was removed from the patient and another extractor was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Product analysis revealed the c-channel near the balloon was damaged, as it had jagged edges and was torn; therefore, this is now a MDR reportable event.

Manufacturer narrative:
(B)(4). Investigation results: visual examination of the device confirmed that the ro marker was still present and intact on the shaft. The catheter shaft was inspected and found to be free form kinks/dents. The c-channel was found to be torn towards balloon, which is consistent with guide wire removal from the channel with an excessive force. The balloon was inspected and inflated, and no defects were noted. The balloon bonds were inspected and found to be continuous, intact. The reported defect of ro marker detached/separated was not confirmed; however the complainant confirmed the correct device was returned. The c-channel was found to be torn. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.